Event description:
The fiber was used with hps laser system for transuretheral resection of the prostate. The fiber aim beam was tested and visible prior to insertion into the pt. The user reported forward firing at 41175 joules. It was reported that the fiber tip was discovered to be missing while the fiber was inside the pt and was not located afterwards, it is assumed to have remained in the pt at the time of the event. The patient status was reported as "good".